Event description:
It was reported that during a da vinci hysterectomy surgical procedure, it was noted that the wire was off track on the prograsp forceps instrument. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument's grip cable was derailed. The grip cable was derailed at the distal idler pulley. The yaw motion was non-intuitive as a result. The other cables at the wrist were not damaged. Failure analysis investigation found the instrument's main tube had scratch marks and abrasions. The distal end of the main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. No other damage was found.